Event description:
Pt with nasal cannula to mouth at 4 liter per minute. Surgical site left cheek cyst. Surgeon noted drape on fire. Pt sustained first and some second degree burns of chin, lip and anterior tongue.